Event description:
Customer alleged the left crossbrace link broke. Ref order #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model prox4s, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1125104 rev e (may-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the left crossbrace link allegedly broke. The consumer was not seated in the wheelchair at the time. Warranty order #(B)(4) was issued to replace both right and left pivot links. No injury alleged.